Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4697604 was released in two batches. Supplier: seabrook medical batch1: lot qty of 115 units were released on 20 dec 2016 with no discrepancies. Batch2: lot qty of 105 units were released on 20 dec 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that during a procedure on (B)(6) 2022, the screwdrivers in question stripped during final tightening of the screws. The teeth on the drivers were checked and it was confirmed that they had stripped. Another driver from a different set was used to complete the procedure with no surgical delay. There was no adverse patient impact reported. No further information is available. This report is for a moss miami spine system hexlobe driver 5.5 x25. This is report 1 of 2 for (B)(4).